Event description:
Information was received from a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) (25 mg/ml at n/a mg/day) and bupivacaine (40 mg/ml at n/a mg/day) via an implantable pump for spinal pain indications for use. It was reported that at the patient's previous refill a few months ago, the physician had difficulty filling the pump completely. Today, they did another refill, and the physician was only able to inject ~8 ml into the pump before meeting the resistance and could not inject more than ~10 ml. He tried to aspirate but was unable to even after holding negative pressure for 5-10 minutes. The physician stated that he checked to ensure the filter in the refill kit was patent. They reviewed potential for precipitated drug to get into the system under certain conditions as well as trying to first refill with saline if he was able to aspirate the drug.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that a refill was attempted without a saline flush and 5cc emptied as expected but the hcp was only able to fill 12cc into the pump. At a planned refill today, on (B)(6) 2025, the hcp aspirated the expected 3.4cc, successfully injected and aspirated 10cc of preservative free (pf) saline 3 times, and was able to fill the entire 20cc pump with medication. The hcp will continue to monitor at refills and it was reported the patient would not like a pump replacement at this time. The hcp will flush with pf saline at each fill. No patient symptoms reported. It was unknown if the issue was resolved at the time of this report, but the pump was fully filled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative (rep) stated that after a conversion with the technician service, the cause of the event was due to the pressure that was coming from the inner septum which is between the reservoir and the initial reservoir access point. They performed constant withdrawal pressure w a 10cc syringe for two minutes. The issue was resolved and will be monitored.